Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced supraventricular tachycardia and atrial fibrillation and was admitted to the emergency room. The patient was externally defibrillated. Upon attempting to interrogate the implantable cardioverter defibrillator, the device battery was completely depleted and was unable to provide therapy or be interrogated. The patient remained in stable condition but the patient was dnr (do not resuscitate) and the device was not replaced.